Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/11/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated and the lens was cut. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified however a lens cut was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaint has been received for this production order number. Product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 10/23/2018 and 4/8/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +19.5 diopter) was explanted from patient¿s left eye in secondary surgical procedure because of patient experiencing anisometropia. There were no complications reported to date. Reportedly a same model lens but higher diopter (+22.0) was used as the replacement lens for the patient. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.